Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 5 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 5 reported events were not confirmed. Evaluation results: 3 devices were found to be affected by corrosion. 2 devices had no problem found. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 8 devices were received. Event confirmation status 8 reported events were not confirmed. Evaluation results 6 devices were found to be affected by corrosion. 2 devices had no problem found.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact.